Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: on investigation, the display screen was noted to be dim. Otherwise, the pump was found to be fully functional without any operating or delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was no longer working. No additional information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product, which may lead to long term cessation of delivery.